Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips (81026u174, 80904u145) were implanted, reducing mr to 2+. On (B)(6) 2019, the patient returned for a one month follow-up. The mr increased to 4+. Transthoracic echocardiogram (tte) showed that possibly one of the clips became detached from one of the leaflets, and remained attached to the other leaflet (single leaflet device attachment /slda). The other clip remained stable on both leaflets. Additional treatment was not performed. No further treatment was performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). As it is unknown which clip experienced the issue, the lot #, manufacturing date and expiration date have been provided for both implanted clips: lot #: 81026u174, date of manufacture: 26-october-2018, expiration date: 26-october-2019, lot #: 80904u145, date of manufacture: 04-september-2018, expiration date: 04-september-2019. The device was not returned for analysis. A review of the lot history records for both lots identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated. A cause for the single leaflet device attachment (slda) was unable to be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.